Manufacturer narrative:
The insulin pump alarmed button error and none of the buttons were responsive due to corroded keypad traces. The device had cracked: display window, case at the display window corners, and reservoir tube lip.

Event description:
Customer reported via phone call, she was attempting to suspend the insulin pump and wasn't working. She then removed the batter out and reservoir and still issue persisted. Then the device alarmed button error. Customer's blood glucose was 205 mg/dl. Customer didn't recall any significant event which may have caused the keypad issue or alarm. She did mention she sleeps with the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.